Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient received an artificial urinary sphincter (aus) and at some point during the ongoing use period the patient started to experience infection like symptoms. The patient was thoroughly evaluated and it was decided that an infection was present. The aus was removed and the patient was treated for his infection. Explant date is unknown. Now that the patient has been treated for the infection and no aus is present he was determined to be a good candidate for a replacement aus to treat the ongoing incontinence that returned when the aus was removed. The patient received a new aus and there were no patient complications reported. There is no further information available.